Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4). Report source foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the emitter power/communication cable was replaced. They performed the system checkout and the system was ready for clinical use. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the emitter power/communication cable was damaged. It was cut and is no longer functioning. This was discovered during case setup with no patient present.